Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sep-2021  /serial #: (B)(6); d9: no h3: no h4: mfg date: 01-sep-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited controller fault alarm, indicating internal battery end of life and that the ventricular assist device (vad) exhibited vad stop and disconnect alarm. The controller and the vad remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged. It was also stated that there was not a vad stop; the controller had already been exchanged when the log files were downloaded.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the manu facturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2025 at 01:57:48 and at 07:28:19, as well as multiple event exceptions logged on (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 12:25:53, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis also revealed one (1) low flow alarm logged on (B)(6) 2025 at 07:28:19. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.